Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. No physical damage was found at the location where foreign material remained. The event can be detected and prevented by following the instructions for use: evis exera iipcf type 180 series operation manual chapter 3 preparation and inspection. Evis exera ii pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope had air/water channel was clogged due to an unknown material inside. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.